Manufacturer narrative:
Previous: lens has not been returned. Updated: lens has been returned and evaluated.device evaluation: lens was returned dry in a small vial, with clear debris on the product and lens surface. Visual inspection found no visible damage to the lens.method code: additional code added. Result code: updated based on additional nformation. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). (Secondary surgery, lens exchange, significant reduction of ica). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -4.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, significant reduction of irido-corneal angles, blurred vision, and severe headache. On (B)(6) 2016 the lens was exchanged for a shorter lens. The problem was resolved. As of the day of MDR submission, the lens has not been returned.